Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for analysis. The data logs showed that there was a motor current spike followed by a decrease in pump flow and placement signal, and a slight increase in purge pressure. The pump was able to be restarted after multiple attempts but flows remained lower throughout the rest of the case. Based on the data logs the root cause of the pump stop was most likely due to ingested biomaterial.

Event description:
The us complainant had a rp flex placed for a patient who had arrested and been given cardiopulmonary resuscitation in the field. An st elevated myocardial infarction was confirmed in the cardiac catheterization lab and the team placed the rp for support. The pump was malpositioned deep into the pulmonary artery and subsequently stopped. The pump was able to be restarted after attempts. The patient was sent to the intensive care unit and the family withdrew care. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿